Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used during a bronchoscopy procedure performed on an unknown date. During the procedure, the balloon was noted to fold and crumble after a single inflation. The tip of the balloon became floppy and kinked, which made it difficult to be removed from the scope and reintroduced into the scope for repeat dilations. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.